Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889-28, lot# va1have, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported sporadic pain in the vaginal area after placement of initial lead. The pain was not constant, only happened on occasion. Lead revision occurred and the lead was removed and a new lead was placed on the opposite side and issue was reported to be resolved. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they never had therapeutic effect from the device and experienced urinary frequency along with pain in the groin. They confirmed they had the lead revised from the right to the left side in (B)(6) 2018 which helped with the groin pain but not with their symptom control. It was noted that the lead broke at explant and was not returned. The patient went to see their healthcare professional (hcp) on (B)(6) 2018 where they were switched from program 1 to program 2. They kept it on that program for a few weeks and tried increasing to a point where it was still bearable (any higher would have been uncomfortable). It was noted the patient was directed to contact the manufacturer to try a different program. The patient switched to program 3 at 1.1 volts and felt it in the correct bike seat area. The patient was going to track their symptoms on program 3 and compare them to the other programs they had tried. There were no further complications reported or anticipated.